Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the rear housing cracked on the top corner, and the downstream and upstream sensors were contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be the mpu board was contaminated, and the clock battery was overdue. The mpu board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had a clock battery overdue (1652), error code 1260, and a corroded "mp board". The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event was reported.